Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room due to a vibratory alert notification. The notification was for a low impedance measurement on the right ventricular lead. Device interrogation revealed normal range values for the right ventricular lead. It is unknown whether the low value was a device alert issue, a right ventricular lead issue or due to patient physiology. The alert occurred once and was not a regular occurrence. No other anomalies were seen. No programming changes were made due to normal values. The plan was for the patient to be monitored routinely. The patient was stable.